Manufacturer narrative:
The autopulse li-ion battery associated with this complaint will not be returned for evaluation. The battery will be scrapped on-site by the customer. Since the battery was not returned, an investigation could not be performed and a root cause could not be determined.

Event description:
During shift check, customer reported that the autopulse platform could not be powered on upon insertion of a fully charged autopulse li-ion battery (serial (B)(4)). The crew did observed the battery status as fully charged on the autopulse multi chemistry charger prior to insertion. Per reporter, the autopulse platform does power on with another li-ion battery. No patient involvement.